Event description:
(B) (6). Same case as 2134265-2010-00997. It was reported that following a carotid artery stenting procedure the patient experienced hypotension. The target lesion was treated with a filterwire ez and placement of a carotid wallstent. The patient experienced hypotension pre-discharge. The event was treated with medication. The patient was discharged the next day with the event being reported as resolved without residual effects.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4)